Event description:
Failure to alarm: renasys ez max did not alarm when canister was full.

Manufacturer narrative:
Additional investigation in-progress, results of the investigation will be provided in a supplement report.

Manufacturer narrative:
The renasys ez max is a negative pressure wound therapy (npwt) device. It is specified for patients who would benefit from a suction device to help the promotion of the wound healing by removing fluids including irrigation and body fluids, wound exudate and infectious materials. Regular monitoring of the wound should be maintained to check for signs of infections. Canister should be changed at least once a week, whenever there is a change of patient or in the event that the canister has reached a level of 2/3 full. The in-line bacterial overflow guard must be inserted past the fourth ridge to a point approximately halfway between the forth ridge and the face of the in-line bacterial overflow guard. A failure to fully insert may result in a leak in the system, which may impact alarm functionality. Canisters may have to be changed regularly within single-patient treatment episodes if exudate levels are high. Check canister regularly to monitor exudate levels. In events of heavy drainage, or drainage with sediments, more frequent dressing changes may be needed. Maintain regular monitoring of the device and wound site during therapy to ensure therapeutic treatment and patient comfort. A performance and safety check was conducted to the device at an uhs facility (service provider) on nov.14, 2014, dec. 03, 2013 and jan 10, 2014. A visual inspection had been conducted and no anomalies were noted. The pump was tested per the normal test procedure for alarm operations and the device was working within specifications. On april 08, 2014 the device was evaluated at the smith & nephew service center following the process summary (B)(4) rev d. All functionality testing were conducted and no problem was found with the device. The unit is working within specifications. The complaint reports that two tests were run for blockage/canister full and an alarm was triggered by the device. There are several factors that could contributor to scenario presented by the customer: 1. Clinician waiting for an alarm to replace a canister full of exudate. It is indicated to discard and replace the canister when reached the 2/3 full. 2. An incomplete insertion of the in-line bacterial overflow can permit a background leakage that could mask a blockage/full canister condition. 3. A partial blockage caused by a clot and/or thick exudate combined with a leak within the fluid pathway will not be detected by the device. A blockage alarm will be trigger if an obstruction is detected between the clp (controlled leak pathway) and canister, or if the canister is completely full. If a blockage occurs at the wound site or within the fluid handling pathway and air still reaches the system, the pump will not alarm. A pump alarm must not replace clinical monitoring. Our recommendations for pump use indicate replacement of canisters when 2/3 full, and from what is reported, the usage is extended beyond this recommended safe level before replacement. It is advised to fully insert the filter into pump and monitor canister volumes closely in system use. Smith & nephew has issued car02714 to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality. No other corrective action will be taken at this time; the pump is working within specifications.

Event description:
Failure to alarm: renasys ez max did not alarm when canister was full.